Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was implanting a sector ii acetabular shell and upon impaction of mallet striking the impactor, the back end of it snapped off. A replacement handle was available but the surgeon expressed dissatisfaction as this was the 2nd in a few weeks.